Manufacturer narrative:
B3: date of event, d4: UDI number and d5: operator of device is unknown; no information has been provided to date. Device evaluation: one device was received in good physical condition. Per device testing, internal leak o2 detected, failed inspiratory and expiratory time, peep values are over limits, o2 concentration over limit. The complaint was confirmed. The root cause was ¿oscillator block¿. It was not known what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken, and the device will be returned to the customer without repair as it is not economical to repair this device.

Event description:
It was reported that "malfunction "texp" button". Patient involvement unknown.